Event description:
Patient was having their zygomaticomaxillary complex (zmc)/orbital floor repaired. When the resident plated the zmc portion he used a 6mm self drilling midface screw. He did not predrill a hole and the bone in this portion of the skull is extremely dense. He pushed two 6mm screws in and sheared off the heads of both of them. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
This device is for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.